Event description:
It was reported a home patient experienced a break in aseptic technique while using unknown baxter disposables during continuous ambulatory peritoneal dialysis (capd), which caused peritonitis manifested by cloudy effluent. The patient was treated for peritonitis with ciprofloxacin in the morning and gentamycin at night (route and dosage was not reported). The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the patient was discharged from the hospital and recovered from peritonitis.